Event description:
It was reported that the system 9800 made a popping sound indicative that the x-ray tube was arcing making the system non operational. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The system was found to have overload faults and arcing at the x-ray tube. Connections to the transformer and tube were inspected and found to be okay. The system was calibrated and aligned. The system was tested and found to be working as intended and placed back into service.